Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that pump was replaced and that same evening the patient experienced withdrawal symptoms. The patient remained an inpatient at the hospital and a dye study was performed. The hcp experienced a lot of resistance; 3-4 ccs of bloody watery fluid was pulled. A computed tomography scan was performed and shoed some coiling of the catheter at the lumbar area and the possibility that the catheter tip could have moved down; the original implant was not known. The catheter was accessed to be aspirated a second time and very little fluid was aspirated. The caller states that the patient was on intravenous narcotics at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via an alternate company representative. The patient had returned to the hospital following a pump replacement with flu like symptoms of sneezing, cold/chills and hot, muscle spasm, and shakes. Medication withdrawal was further noted. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and no pump stalls were in the report. No surgical intervention was performed and it was unknown if surgical intervention was planned. The patient was without injury regarding their status at the time of the report (as of (B)(6)). The pump administered morphine with concentration 50 mg/ml at a dose rate of ¿25.782¿. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was provided. The patient¿s medical history was noted as having been requested but was unknown.